Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the pouch of the device split when withdrawing specimen from abdomen. The appendix then became lodged in wound. The appendix removed manually by surgeon. No further details regarding the patient outcome or current patient status were provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
This report has been determined to be a duplicate record of regulatory report # 9612501-2017-05014. All additional information will be filed under that report number.  A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.